Manufacturer narrative:
Manufacturing evaluation: the shunt system was received submersed in an unidentified liquid in a plastic container. Visual inspection: during the visual inspection a hole in the catheter connecting the progav valve and the control reservoir was found. Additionally, significant bloody deposits were observed inside the control reservoir. No significant deformations or damage of the valves were detected during the visual inspection. Permeability test: results have shown that both valves as well as the ventricular catheter are permeable. Due to contamination, the control reservoir was not tested. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and function test: the results have shown that the brake function is fully operational and the braking force is within the given tolerances. Results: after the tests, we have dismantled the valves. Inside the progav we found build-up of bloody substances (likely protein). Additionally, we found slight deposits inside the shunt assistant as well. Based on our investigation, we are unable to substantiate the claim of occlusion. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the valves and the control reservoir could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)- therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: 150cm. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "3m po blocked valve on the retroarticular." No patient injury was reported. 15 minute delay in surgery reported.